Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. A device download was performed. The patient would continue to be monitored. On (B)(6) 2016, the patient presented in clinic with chest pain and experiencing palpitations. The pulse generator exhibited back-up vvi operation. No medical intervention was reported.

Manufacturer narrative:
Mandatory medwatch form (B)(4) was received on 03/03/2016. The voluntary medwatch has been captured and reported FDA under MFR - 2017865-2016-00660 in the initial and supplemental reports. Event date: (B)(6) 2016. Final analysis confirmed the reported backup vvi operation had occurred due to broken wirebond pads and a rf flex board anomaly. This resulted in an intermittent connection between the flex and the battery pad which triggered a power on reset which caused the device to revert to backup vvi mode.